Event description:
Pt had two unsuccessful uterine embolizations for approx 7 uterine fibroids due to problem with pt's right uterine artery which is coiled. Uterus is size 16-20w pregnency size. A hysterectomy has been recommended.